Event description:
The customer reported the system displayed a blank white screen and an x-ray disabled error code message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified. The system was found to be operating as intended.